Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. During the pre-balloon aortic valvuloplasty (bav) with a 21mm non-abbott balloon, the patient went into complete heart block. The valve was implanted. The heart block persisted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 2mm from the left coronary cusp (lcc). The following day a permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. During the pre-balloon aortic valvuloplasty (bav) with a 21mm non-abbott balloon, the patient went into complete heart block. The valve was implanted. The heart block persisted. The final implant depth was 2mm from the non-coronary cusp (ncc) and 2mm from the left coronary cusp (lcc). The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.